Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- the overlay to the screen was cracked. It was also noted that the fan was noisy. (B)(4)- the radiofrequency (rf) head cable tested out of specification. It was also noted that the rf head label was missing its backing.

Event description:
It was reported the screen was broken. The programmer was returned for service. No patient complications were reported.